Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3093-28 lot# va0b2ag serial# implanted:(B)(6) 2013 explanted: product type lead product ID 3093-28 lot# va0b2ag serial# implanted: (B)(6) 2013 explanted: product type lead: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported the patient experienced a loss of therapeutic effect. The patient had a new system placed in early (B)(6) 2013. On the date of the call, the patient was trying to use their programmer to adjust stimulation because they were having accidents. They had to be ¿really speedy¿ to get to the bathroom. It was stated that this had been since implanted. The programmer did not show any programs. It was noted the patient had and ¿new¿ and ¿old¿ programmer, but there were no programs even showing on the old programmer. It was indicated the patient did not do the programming. Two appointments were noted following the implant. On (B)(6) 2016, it was reported that the patient had their system replaced on (B)(6) 2016 due to issues following a fall that occurred in the bathtub. They noted that they had bad bruising on both buttocks and near the implant area. Eventually, they went to a healthcare professional (hcp) and met with a manufacturer representative (rep), who determined that the implantable neurostimulator (ins) was dead and the leads appeared to be "not going where they should." This was noted to have happened a matter of weeks prior to (B)(6) 2016. On (B)(6) 2017, it was reported that the patient was not having the success that they had in years past with the lead and battery placed in 2013. They reprogrammed the ins without success. After doing an impedance check, their battery life was expiring and the physician decided to replace both the lead and battery on (B)(6) 2016.